Manufacturer narrative:
Additional concomitant medical products: vanguard femoral component catalogue# 183002 lot# unknown; vanguard bearing catalogue# 183422 lot# unknown; biomet tibial tray catalogue# 141221 lot# unknown; biomet patella catalogue# unknown lot# unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-07595, 0001825034-2018-07598, 0001825034-2018-07599, 0001825034-2018-07602.

Event description:
It was reported a patient underwent primary right total knee arthroplasty. Patient was noted to have severe onset of right knee pain two years later.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted in patient.